Manufacturer narrative:
Age at time of event: 18 years or older.device is a combination product.(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the moderately tortuous coronary artery. A 3.50mmx20mm synergy drug-eluting stent was advanced into guiding catheter, however resistance was encountered and the proximal shaft got kinked at the guiding catheter marker. When an attempt was made to remove the catheter, the shaft completely detached. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis with a tuohy connector attached. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. A visual and tactile examination found the hypotube was separated 613mm from end of hub. The separated ends were ovaled which is consistent with a kink prior to the break occurring. A visual and tactile examination found a kink 2.6cm from hypotube/midshaft bond. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the moderately tortuous coronary artery. A 3.50mmx20mm synergy drug-eluting stent was advanced into guiding catheter, however resistance was encountered and the proximal shaft got kinked at the guiding catheter marker. When an attempt was made to remove the catheter, the shaft completely detached. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.